Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of a critical block and inverse critical block did not add to zero (pump error 15), loss of communication and battery failed alarm. Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind as well. The error table indicates that the insulin pump should be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. No pump error 15 or failed battery test alarm noted during testing. However, pump error 15 was confirmed in the pump history file on 10/20/2023 at 09:28:51.000(file number: 0, line number: 1935) due to software error. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. Pump/cgm transmitter communication anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 20-oct-2023 in the pump history file. (B)(6)2023 20:54:33.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 21:29:32.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 21:59:33.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 18:54:33.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 19:29:34.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 19:59:35.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 23:36:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 23:52:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 09:28:51.000 alarmalertnotification (40) faultnumber: inversecheck (15) (B)(6) 2023 09:28:54.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 09:29:42.000 batteryremoved (55) (B)(6) 2023 09:29:42.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 09:29:42.000 batteryinserted (44) (B)(6) 2023 09:29:42.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 09:29:48.000 batteryremoved (55) (B)(6) 2023 09:29:48.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 09:29:48.000 batteryinserted (44) (B)(6) 2023 09:29:48.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 09:29:54.000 batteryremoved (55) (B)(6) 2023 09:29:54.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 09:29:54.000 batteryinserted (44) (B)(6) 2023 09:29:54.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 09:30:00.000 batteryremoved (55) (B)(6) 2023 09:30:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 09:30:00.000 batteryinserted (44) (B)(6) 2023 09:30:00.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 09:30:09.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 09:31:05.000 batteryremoved (55) (B)(6) 2023 09:31:05.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 09:31:28.000 batteryinserted (44) (B)(6) 2023 09:31:28.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 09:31:38.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 09:31:50.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 09:32:16.000 batteryremoved (55) (B)(6) 2023 09:32:16.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 09:32:40.000 batteryinserted (44) (B)(6) 2023 09:32:40.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 09:32:48.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 09:32:58.000 batteryremoved (55) (B)(6) 2023 09:32:58.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 09:33:13.000 batteryinserted (44) (B)(6) 2023 09:33:53.000 batteryremoved (55) (B)(6) 2023 09:33:53.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 09:33:54.000 batteryinserted (44) (B)(6) 2023 09:33:54.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 09:34:04.000 batteryremoved (55) (B)(6) 2023 09:34:04.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 09:34:26.000 batteryinserted (44) (B)(6) 2023 09:34:26.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 09:34:40.000 batteryremoved (55) (B)(6) 2023 09:34:40.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 09:34:56.000 alarmalertnotification (40) faultnumber: tracecheckerror (68) (B)(6) 2023 09:34:56.000 alarmalertnotification (40) faultnumber: historypointersbadalarm (49) (B)(6) 2023 09:35:10.000 alarmalertnotification (40) faultnumber: historypointersbadalarm (49) (B)(6) 2023 09:35:22.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2023 09:35:36.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 09:35:44.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 19:13:47.000 batteryremoved (55) (B)(6) 2023 19:13:47.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 19:15:49.000 batteryinserted (44) (B)(6) 2023 19:15:49.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 19:25:02.000 batteryremoved (55) (B)(6) 2023 19:25:02.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 19:25:23.000 batteryinserted (44) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 68, pump error 49, pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump's time reset. The test battery was removed and reinserted with no failed battery test alarm, pump error 68, pump error 49, pump error 23 or battery out limit alarm noted. Sensorerroralert (801) lostsensor1alert (780) pump error 15 was confirmed in the pump history file on 10/20/2023 at 09:28:51.000 (file number: 0, line number: 1935) due to software error. Failedbatttest (58) not confirmed. Pump error 68 not confirmed. Pump error 49 not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. The pump passed the functional testing. Pump error 15 was confirmed in the pump history file. Failed battery test alarm not confirmed. No com pump to xmtr not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.